Event description:
International affiliate reports that during screw tightening, the tip of the driver shaft broke off from the instrument and into the head of the screw that was being inserted. Another instrument was used to complete the procedure without delay. However, the broken tip remains lodged in the head of the implanted screw.

Manufacturer narrative:
(B)(4).examination of the returned final tightener shaft found the distal tip to be sheared off at the base of the flutes. Review of the device history records found no discrepancies. No definitive conclusion can be made as to the cause of tip breakage. However, the tip may have sheared due to increased torque that was delivered by the concomitant device torque limiting handle. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Depuy synthes spine has requested return of the driver shaft for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.